Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects. The subject guide wire was returned for evaluation. At approximately 33 cm from the distal wire end, the wire shaft was found fractured. The fractured shaft was microscopically observed and found that both proximal and distal fracture surfaces had striation inferring the wire was fractured due to repeated bending stress. By measuring the wire length, it was concluded the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that repeated bending stress that generated by wire manipulation, heartbeat motion, and/or tortuous vessel was focally applied to and accumulated on the shaft of the guide wire, leading the wire to fatigue fracture and eventually became separated. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, this malfunction was known to have potential to cause or contribute to patient harm in case of recurrence. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire was used and became separated during a pci to treat a heavily calcified cto lesion in the lad #6. A guide wire was advanced antegradely to the lesion but failed to cross. A new guide wire was advanced retrogradely through a septal channel via the rca with a supporting penetration catheter; however, the catheter would not go distally to the lesion. Another catheter was then advanced and crossed the lesion successfully. The guide wire was exchanged to the subject guide wire and advanced toward the lesion. The subject guide wire and two other guide wires would not cross the lesion. A second attempt to cross the subject guide wire was made but went unsuccessful. Upon removal, it was found that the distal segment of the subject guide wire became separated. An indeflator was attached to the concomitant catheter and the wire fragment was successful retrieved by applying negative pressure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.